Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, implant date: dates estimated. UDI #: the UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article titled: "what is the impact of percutaneous mitral valve (mv) repair on inotrope use in cardiogenic shock".

Event description:
This is filed to report medical circulatory support and heart transplant. It was reported through an abstract of an article identifying mitraclip devices used in 33 patients that maybe be related to mechanical circulatory support (mcs), and heart transplant details are listed in the attached article, titled what is the impact of percutaneous mitral valve (mv) repair on inotrope use in cardiogenic shock. No additional information was provided.